Manufacturer narrative:
Received one device. Customer complaint of ¿cassette sensor defective¿ confirmed through downstream occlusion test. Device intermittently alarmed cassette not attached properly. Replaced downstream occlusion sensor (dso) and delaminated seal. Repair confirmed through downstream occlusion test. Performed dso/upstream occlusion sensor (uso) calibration. Performed performance verification tests (pvt),unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.